Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch kmh837, ep8747h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? Was this needle holder or other metal instrumentation used to handle the suture itself intra-operatively during the procedure? What was the appearance of the suture during the reoperation, i.e., was the suture broken, did the suture pull away from the tissue? If the suture was found broken during the reoperation, what was the location of the suture breakage? Date of patient death? Has autopsy been performed? If yes, are results available? Other relevant patient history/concomitant medications if applicable, will the actual product used or representative samples of this product code and lot be returned, return date, tracking information does the surgeon believe there was an alleged deficiency with the suture that caused or contributed to the patient death?

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. After surgery, when patient was in ward, the coronary artery was found bleeding. The patient was rushed for revision surgery. After revision surgery, the bleeding stopped but patient was still under critical condition and was admitted in cicu ward of the hospital on (B)(6) 2019. It was reported to be unknown if the patient had a blood coagulation problem it was also reported to be unknown if the incident could be due to patient factor. It was reported that the patient passed away a few days after the surgery, however the exact date of the patient's passing is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/6/2020. Additional information was requested and the following was obtained: the patient demographic info: gender, weight, bmi at the time of index procedure. Male. Bmi unknown. Date of index surgical procedure (B)(6) 2019 the diagnosis and indication for the index surgical procedure? Diagnosis: r93.1 abnormal findings on diagnostic imaging of heart and coronary circulation. Comments: ihd 3 vessels disease for CABG patient on aibp since 17/11/2019 on what tissue was the suture used? Coronary artery what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Fragile how was the suture placed, interrupted or continuous? Continuous how the suture was initially tied? Unknown was this needle holder or other metal instrumentation used to handle the suture itself intra-operatively during the procedure? Castrovejo needle holder size 7/0 what was the appearance of the suture during the reoperation, i.e., was the suture broken, did the suture pull away from the tissue?suture snap again. Suture snap when pulling away from the tissue. If the suture was found broken during the reoperation, what was the location of the suture breakage? Anastomosis site other relevant patient history/concomitant medications unknown if applicable, will the actual product used or representative samples of this product code and lot be returned, return date, tracking information. The suture had been discarded updated - please request the following information due to patient¿s passing: date of patient death? 20th november 2019. Has autopsy been performed? If yes, are results available? Unknown does the surgeon believe there was an alleged deficiency with the suture that caused or contributed to the patient death? Caused of death : multiorgan failure due to bleeding. Additional investigation summary: five pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. The five pictures show the same image, a box with twenty sections identified with numbers, four sections were selected with color, and a detached needle and a needle/suture piece in each section could be observed. However; no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Note: serious injury events related to this patient reported via mw # 2210968-2019-90909, 2210968-2019-90910, 2210968-2019-90911 and 2210968-2019-90912.